Manufacturer narrative:
Product complaint #: (B)(4). The following information has been requested however no information has been received to date: did the glass penetrate the user¿s skin? What was done to treat the shard penetration? Was medical or surgical intervention required? Was there any special diagnostic test performed? What is the status of the surgeon injury today? Attempts have been made to obtain the device. To date the device has not been returned and no additional information has been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and topical skin adhesive was used. The glass vial inside the product punctured the handle. The lot number is unknown and no sample available for return. No reported patient consequences.